Event description:
C-cc-pc - pacing dificulties; it was reported that the catheter was unable to pace from the beginning.

Manufacturer narrative:
Customer report was confirmed. The proximal electrode exhibited an intermittent open condition at the tip when flexing. Distal electrode was continuous. No visible damage to catheter body.